Manufacturer narrative:
Event date: (B)(6) 2013. (B)(4). Devices a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that "step-off" of study stent with in-stent restenosis (isr) occurred. In (B)(6) 2010, the presented with an abnormal electrocardiogram (ECG) revealing deep symmetric t-wave inversions anteriorly. Positron emission tomography scan (pet) was performed on unspecified date which indicated reversible anterior ischemia and the patient was diagnosed with silent ischemia. Eleven days after onset of symptom, coronary angiography was performed and two days after, the index procedure was performed. The target lesion was a de-novo lesion located in the proximal left anterior descending (lad) artery with 77% stenosis and was 8.6 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50mm x 16mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient's coronary angiography which revealed ¿step-off¿ of the proximal study stent and mid lad stenosis. The lad was flow wired and the fractional flow reserve (ffr) was noted to be 0.86 and the patient was eventually treated medically. In (B)(6) 2014, the patient presented with progression of coronary artery disease (cad) and was hospitalized on the same day. At the time of event, the patient was on aspirin and clopidogrel and the study drug was last taken on (B)(6) 2011. Subsequently, coronary angiography revealed minimal isr and "mild post step off" of the study stent in proximal lad. The mid lad was treated with balloon angioplasty and placement of a 2.50 x 16 mm promus element drug eluting stent. Following post dilatation, residual stenosis was 0%. Post procedure, the event was considered to be resolved without residual effects. One day post procedure, the patient was discharged on aspirin and clopidogrel.